Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 25mm x 7.5mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient was given dual antiplatelet therapy and the pru (p2y12 reaction units) was (B)(4). The patient underwent pipeline embolization treatment on (B)(6) 2014. During the procedure, it was reported the third pipeline used did not fully open and required balloon angioplasty (an option presented in the instructions for use, u.s.) With a hyperglide balloon to achieve full wall apposition. Post procedural angiogram showed complete occlusion. The patient was reported to be recovering fine. No patient injury was reported as a result of the procedure.